Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot ultrasmart meter read inaccurately high. These reports were received from various sources. There was no age or weight data provided and it is not known if the patient was male or female.